Manufacturer narrative:
Concomitant product: product ID 37713, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).

Event description:
The manufacturer's representative (rep) reported an alleged overdischarge. It was noted the patient used the therapy since implant and it helped her. The patient was a storm chaser, lightening hit close to her across the street, and it turned the therapy off. The patient was afraid to turn it back on, but after consulting with the doctor she did not it back on. She used the therapy overnight and had a burning on the surface of her skin in the thoracic region where the leads were. It was like she was scalded with hot water. The patient had not used the therapy after this until about 6 months prior to the report. The patient tried the therapy and had good stimulation, but the burning sensation started at the lead location about 15 minutes after the stimulation was on. This burning sensation only occurred when the therapy was turned on. There were no falls or traumas and the rep would perform a physician mode recharge and check impedances. They were seeing the patient on (B)(6) 2016 for a power on reset (por) reset. Discussion also occurred about the use of imaging for diagnostic purposes. In 2013, the lightning struck near the patient and the device was turned off. The burn on the skin's surface and burning sensation occurred in 2013. Therapy was last used in (B)(6) 2015. The patient was unable to communicate, but it was unknown since when as the patient had not tried it since it was last turned off 6 months prior to the report. Later, it was reported the por reset was completed and an impedance test was done. Everything on the impedance test was within range. The patient was reprogrammed and sent home to use the device. Relevant medical history included post lumbar laminectomy syndrome. Please see manufacturer report #3004209178-2016-03657 for information on the patient's concomitant product.